Event description:
On 7/11/1998 the account reported a digoxin result of 0.0 ng/ml, which was run on the axsym analyzer. Treatment was given based upon the reported result. A digoxin result of 5.25 ng/nl was obtained following the dose. The initial reported result was questioned by the physician and the sample retested. A result of 3.21ng/ml was obtained. No further info provided by the account. No report of injury.